Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for non-cardiac related issue. The physician interrogated the patient's implantable cardioverter defibrillator (ICD) and noted the right ventricular (rv) lead impedance and capture threshold were high. No changes were made.